Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime, everolimus eluting coronary stent system (eecss), instructions for use )as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified lesion in the mid left circumflex coronary artery. Pre-dilatation was performed with a 2.0 x 10 mm non-abbott balloon catheter. A 3.5 x 28 mm xience prime stent delivery system (sds) was advanced and the stent deployed at 10 atmospheres. Post-dilatation was performed and an edge dissection was noted at the distal end of the stent. A 3.5 x 15 mm xience prime stent was implanted to treat the dissection successfully. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.